Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery intermittently began pausing mid-way through use. When this happened they first adjusted the cable to the power box by unplugging and replugging both from the hemopro connection point and the box itself with no success. The device would stop working within 5 seconds of activating cautery. They switched the cable completely. Intermittently they would achieve successful cautery with the new cable until the same type of pausing would occur. They were trouble shooting for about 5 minutes with no significant improvement because of the intermittent pauses in successful cautery of vein branches and the surrounding connective tissue, the pre-cautery test was performed and it passed. The power setting was set to 3. They chose to open a new kit and were able to complete the vein harvest with no further issues. There was never a point where there was uncontrollable bleeding while the cautery intermittently worked and no harm was done..

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 04/28/2025. An investigation was conducted on 04/29/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be to be flexed at the center of the hot jaw but remained attached at the base and tip of the hot jaw. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No excessive smoke and/or steam were observed during the testing. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test. The resistance value was measured at 0.68 ohms which is within specification. The device passed the temperature measurements test. Based on the returned condition of the device as well as the evaluation results, the reported failure "electrical /electronic property problem" was not confirmed. The lot # 3000466973 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.